Event description:
Boston scientific received information that this device was beeping. When the device was interrogated, it revealed the device had tripped elective replacement indicator (eri) due to charge times. As a result, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated that the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.